Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, farfield oversensing on the right atrial (ra) lead channel which led to inappropriate atrial tachy response (atr). Ts provided the hcp with programming recommendations. At this time, the ICD remains in service. No adverse patient effects were reported.